Event description:
Customer's daughter in law reported via phone, the insulin pump had alarmed motor error before a bolus delivery. The insulin pump had alarmed off no power message, they took the battery out and the device alarmed motor error. Removed the battery again had full battery and the alarm reoccurred. Customer's blood glucose was 297 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI. Customer doesn't use the sensor feature on the device and was unable to complete the rewind sequence. Customer's daughter in law was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked case at the lcd window corner, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.